Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined that the reported difficult to position appears to be related to operational context of the procedure, as it is likely the device interacted with the guideliner catheter extension causing the stent to shift, resulting in difficulties when removing the device. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, concentric mid-proximal right coronary artery that was 75% stenosed. A 3.5x23mm rx xience sierra stent delivery system (sds) was advanced using a guideliner extension catheter. The sds failed to cross due to the guideliner. When the sds was pulled back into the guideliner, the stent implant was caught with the guideliner and the stent implant was noted to be shifted on the sds under fluoro. The sds was removed together with guiding catheter as a single unit. Then, a new 3.5x23mm rx xience sierra sds was advanced using a guideliner guide extension catheter. However, the sds failed to cross the lesion due to the guideliner. The sds was then attempted to be pulled into the guideliner extension catheter; however, the proximal edge of the stent got caught with the distal end of the guideliner, and the proximal edge of the stent flared. The device was replaced with a same size non-abbott stent to successfully complete procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.